Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. The device was interfaced to leads outside of the patient's body. Intravenous antibiotics were administered and the patient will receive a leadless pulse generator. No additional adverse patient effects were reported.

Event description:
It was reported that this product was part of a system revision due to infection. The device was interfaced to leads outside of the patient's body. Intravenous antibiotics were administered and the patient will receive a leadless pulse generator. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the serial number of this product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.